Event description:
It was reported that the customer had high blood glucose of 370 mg/dl and a no delivery alarm. She stated that she changed her infusion set and the level did not reduce. She moved the site of the infusion set and was advised to monitor the situation. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.